Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound when set is loaded. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation. During evaluation, the pump does not load set prompt when door was opened was confirmed. Audio is functioning, evaluation observed the pump does not load set prompt when door is opened. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a failed upper auxiliary. The upper auxiliary requires to replace to address the issues. Should additional relevant information become available, a supplemental report will be submitted.